Manufacturer narrative:
The lithotomy positioner stirrup is used in placing the patient in the lithotomy position in preparation for a procedure. The device's velcro strap, which secures the patient's foot and leg, is secured to the boot using a staple and adhesive. IFU states you should always confirm the working order prior to using it clinically. In the event a device failure was to occur, or the device was thought to be unreliable, the device would not be used, and a backup device would likely be available for immediate use. Distributor's field service technician determined that the gas cylinder, pivot mount and pads needed to be replaced. No further information is available on the repair of the device at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report. Although there was no reported injury with this event, if the report of a leg holder collapsing were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that leg holder fell completely and collapsed while a patient was on the table. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Baxter is in the process of inspecting the leg holder. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the leg holder at this time. The investigation is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a follow up report and the event will be categorized accordingly.

Event description:
Baxter received a report stating that leg holder fell completely and collapsed while a patient was on the table. The bed was located at the account and occurred before use. There was no patient/user injury, no harm or significant impact to the surgical procedure reported.